Manufacturer narrative:
Device was received with all buttons responding properly and passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Rewind functioned properly and no unexpected insulin flow blocked alarm noted during testing. Device was received without the original battery cap. Unable to verify battery cap damage due to missing battery cap. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that buttons had pressed harder and insulin pump was kicking out the sensor and not connecting. Customer stated that insulin pump had unexplained no delivery alarm and rewind was slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.